Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic keto acidosis on (B)(6) 2019 with blood glucose level was 860 mg/dl. Customer stated the other blood glucose value was 268 mg/dl, 284 mg/dl. The customer was treated with novia control, intravenous insulin drip, blood glucose monitoring, potassium, magnesium, manual injection. Customer was unsure if insulin pump system had use within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.